Event description:
It was reported that during the implant procedure, "enforcement was experienced when the lead was in the [sheath]." The helix was extended and retracted twice "with latch help". The physician requested a new lead. When the high voltage shock pin was put into the device header, damage was seen on the setscrew. A new device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received extended and bent and would not retract. It could not be inserted into an introducer due to helix damage as well. If information is provided in the future, a supplemental report will be issued.